Event description:
It was reported that the patient present for the revision of the right ventricular lead due to high defibrillation impedance. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.